Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00228; 2134265-2017-00230; 2134265-2017-00231; and 2134265-2017-00232. It was reported that there was a missing bottom pouch seal. An imager ii angiographic catheter was selected for use. During unpacking it was noticed that the some units within a single lot were missing the bottom pouch seal. The device did not enter the body.